Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
Customer reported that device powered off during use. The customer contact had no more information than that from the users. The customer also reported that the log shows two error code messages of data acquisition (da) pcba adc reference failed and 3.3v supply failure. The customer reported there was patient involvement, but there was no harm to the patient or user.

Manufacturer narrative:
(B)(6). Customer claims that the matter has been resolved, closing case... The fse (field service engineer) evaluated and soak tested the vent for several days after the device upgrade with no further issues. No parts replaced. The device also passed all the performance verification testing and is now back in use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.